Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties; therefore, an in-service letter will not be required. It is unknown if the instructions for use (IFU) deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an electrophysiology (ep) pulsed field ablation (pfa) procedure. Femoral imaging was not performed. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8f sheath and the ep pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.